Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer interrogated implantable devices with no fault found. It was also noted that the electrocardiogram (ECG) connector was loose, as a result the link electronic module (lem) circuit board was replaced.

Event description:
It was reported that the programmer would not establish telemetry with the implantable device. The programmer rf (radio-frequency) head was replaced, but this did not resolve the issue. A different programmer was used to complete the interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).